Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a total abdominal hysterectomy, the handle was difficult to close to deploy the clip, the clips were deploying malformed and the clips weren't staying in the jaw. Another clip applier was used to complete the procedure with no consequence to the patient.

Manufacturer narrative:
(B)(4). Batch # n9132d. The analysis results found that the mcs20 device was returned with no damage in the external components. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled and it fed and formed 1 clip as intended and it ejected 10 clips; finally, the device locked out as intended. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, no anomalies were noted. No conclusion could be reached as to what may have caused the feeding incident. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.